Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ ml at 750 mcg/ml) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a wound dehiscence over the pump. There were no known factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed as the pump was coming through the skin. The pump was replaced to the other side of the abdomen. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history included cerebral palsy. The patient's status at the time of the report was alive - no injury.